Manufacturer narrative:
Used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent damage occurred. Upon unpacking of an 8.0x30x135cm express ld iliac stent, the proximal stent struts were found to be damaged. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. Upon unpacking of an 8.0x30x135cm express ld iliac stent, the proximal stent struts were found to be damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR: a express ld was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. An examination of the crimped stent identified that the proximal end of the stent was damaged where the stent struts had been pushed distally. A visual examination found the stent had moved in a distal direction. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with the tip of this device.